Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to stay closed due to missing magnet in the latch inseparable. A field service engineer (fse) replaced the new inseparable with magnet and verified proper sensor detection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 6 failed to open and could not be opened from the back. Multiple reboots were performed, but the issue persisted. The drawer remained stuck in the closed position, and after recovery attempts, it still did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.